Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: blina was beeping as it attempted to pump air through the line, which was completely filled with air. I tried to disconnect the tubing to prime the line, but the air remained stagnant, and nothing flowed through the tubing. The pump indicated an upstream occlusion despite there being no clamps in place. After restarting the priming process, the pump reported that it had primed the full 25 mls, yet no fluid moved through the tubing. Consequently, we contacted the pharmacy for a new bag and decided to restart the blina, as the initial pump and tubing setup were ineffective. With the new blina bag and pump, the system functioned properly. It appeared that no blina was ever infused into the patient; instead, it seemed to be drawing air from somewhere without actually delivering the medication through the line. The bbraun tubing contained air, triggered an upstream infusion alarm, and we were unable to eliminate the air, necessitating a new blina and pump to administer the medication.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported serial number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.